Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. At the patient's clinic, they were able to reproduce the noise with isometrics and threshold measurements were intermittent. It was later noted that they were unable to confirm atrial capture. The patient had symptoms of shortness of breath. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.